Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 16 october 2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse phoned the customer. The customer reported that the instrument was up and running. When the customer rebooted the system, the system functioned properly. All errors cleared and the aia-1800 instrument is operational. No further action is required by field service. The most probable cause of the reported event was the substrate system a fault or failure of a mechanical component.

Event description:
On (B)(6) 2015, a customer reported error 4501 bf table mixing motor home with their aia-1800 analyzer. The customer performed an all set home function and updated the software but the error persisted. The customer is unable to run bhcg, e2, lhii, atp, prog and fsh patient samples. A field service engineer (fse) spoke to the customer to troubleshoot the event, which resulted in delayed reporting bhcg, e2, lhii, atp, prog and fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.